Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection showed an assembled handle, clamshell, adapter, and reload, with the proximal end of the reload broken at the joint between the adapter and reload, leaving the components connected only by the articulation flag; a broken piece of the reload adapter was also observed attached to the distal end of the adapter. Functionally, the adapter was connected to a adapter black box and the strain gauge was responsive, with 10 of 50 procedures remaining. The broken reload adapter fragment was removed without difficulty, after which the adapter was connected to a representative handle and calibrated successfully. A medtronic representative reload was attached and loaded and unloaded without issue, the unit rotated and articulated smoothly in all directions, and the device fired without any issues. It was reported that during a liver resection, the device would only angulate but would not fire. The junction between the adapter and reload broke off after the surgeon returned the handle to the nurse who was attempting to remove the reload. The reported issues were confirmed. The most likely cause could not be established from the information available. It was also reported that the device was suddenly turning right to left. The reported issue could not confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a liver resection, the device would only angulate but would not fire. The junction between the adapter and reload broke off after the surgeon returned the handle to the nurse who was attempting to remove the reload. The device was replaced with a manual handle and a new reload. It was noted that the handle had no issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10. Concomitant products: 030457, 030457 endo gia r/or 60 2.5mm x6 (lot unknown); sigphandle, sig power sigphandle handle (serial unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b3, b5, d4 (serial #, unique identifier (UDI) #), d10, g3, h4, h6 d10 concomitant products: 030457, 030457 endo gia r/or 60 2.5mm x6 (lot# t3j144x) sigphandle, sig power sigphandle handle (serial# unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a liver resection, the device would only angulate but would not fire. It was noted that the device was suddenly turning right to left. The junction between the adapter and reload broke off after the surgeon returned the handle to the nurse who was attempting to remove the reload. The device was replaced with a manual handle and a new reload. It was noted that the handle had no issue. No patient complications have been reported as a result of this event.